Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst blood collection tubes exhibited erroneous results. No serious injury or medical intervention.

Manufacturer narrative:
An evaluation of the device had been done previously but was not reported in the initial MDR. Photos and samples were received for evaluation. The reported defect was seen in the photo. Bd was not able to duplicate or confirm the customers indicated failure mode with the sample. Product was within specification. Complaint history showed no related investigation on same lot #. A DHR review was previously conducted and no issues were identified.

Event description:
It was reported that bd vacutainer sst blood collection tubes exhibited erroneous results. No serious injury or medical intervention.